Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the right s1 lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's right lead had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.